Manufacturer narrative:
The device was not returned for evaluation, however one video and three photographs were received. During the visual inspection of the provided video, an external fluid leak was visible at the header between the housing and header cap. The reported failure could be confirmed. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that within ten minutes of patient treatment with a polyflux 14l apac dialyzer, an external fluid leakage was observed at the cap. There was no patient injury or medical intervention associated with this event. No additional information is available.